Event description:
The facility's pharmacist reported an incident of an overinfusion of morphine. The pt had a perforated bowel and developed peritonitis requiring the bowel resection procedure. The infusor was first placed on the pt in 2005 at approx 4pm ("the first mark was documented at 4:20pm"), after the pt was transferred to the general floor from the ICU. The infusor contained 3mg/ml of morphine in 5% dextrose in water (d5w) for a total fill volume of 60ml. The pt was receiving only bolus dose of morphine of 0.5ml every 6 minutes and there was no basal infusion with this infusor. The prescribed dose of morphine was bolus only. The infusor was connected to the lowest port on the IV set (port below the pump and closest to the pt). The IV set was delivering normal saline via "baxter pump 6301" and the port above the pump was being used for antibiotic infusions. The middle port was not being used for any infusions. The pt had also another IV access on the opposite arm and was receiving tpn (total parenteral nutrition). The infusor was reported to be delivering as expected throughout the day. At approximately 8pm, the infusor was disconnected for an antibiotic infusion due to morphine and the antibiotic being not compatible. At 8:30pm, the nurse reconnected the infusor to the port closest to the pt and instructed the pt not to use the pcm during the antibiotic infusion. The pt was reportedly alert or oriented. The pt was receiving oral pain medication when off the infusor. The infusion of pepcid, levaquin, and flagyl were then administered to the pt. The pt received 4 bags total. Reportedly, a 50ml of pepcid was started at 9pm at unknown rate, two bags of levaquin 100ml and 50ml were started at 10pm over one hour each, and a 100ml of flagyl was started at 12am over one hour. At 10pm when the pt was checked by the nurse, the pt was alert and oriented. "The vital signs taken at 11:30pm were fine". The infusor was also checked at 10pm and it contained 40ml. When the infusor was checked at approximately 4am, it was empty. Reportedly, "sometime between 10pm and 4am the pt received 40ml, 120mg, of morphine". The pt was unresponsive with respiration of 10, lying on their back, with the arms on the sides. Two injections of narcan were administered to the pt and the pt responded. The pt started to breath normally, however remained "groggy" until 4pm on 2nd day. The pt recovered and had been already discharged from the hosp. This event was also submitted via 30 day medwastch #6000001-2005-00733 and 6000001-2005-00735.